Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Biomed reported a "defective set". "Leak occurred between the blue section and where the silicone starts at the upper fitment". Unable to provide model # at this time. No patient involvement; set not on patient. Unable to provide date when leak was found. Product return requested. If set received, a follow up report will be submitted.